Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Foreign materials were identified as white and black silicone-based materials. The specific root cause of the foreign materials being stuck in the nozzle could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, connector leaking, distal end cover insulation < threshold, angle rubber glue separated, connecting tube scratched, air /water nut painting peel off, suction cylinder nut painting peel off, switch box unit discolored, universal cord scratched, angulation less or specified value, angulation play, zoom- cable/dual focus (lta) no function, image grainy, natural air supply volume at idle failed, water contact/water removal failed, water function specify water flow (ml/min) failed, and jet-channel perf. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis exera iii colonovideoscope, obstruction in the air/water channel was discovered. Upon inspection and testing of the returned device, foreign material was found in the scope air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.